Event description:
Customer called on (B)(6) 2011 reporting of a diluent leak in the front lower diluter area of a lh 500 hematology analyzer. Customer was wearing proper personal protective equipment at the time of the leak and no exposure or injury was reported. No patient results or treatment was also affected as a result of the leak. Field service engineer (fse) was dispatched and confirmed diluent leak was caused by silicone tubing that had developed a hole because of being pinched in its pinch valve. Fse proceeded to replace the tubing as part of a preventive maintenance procedure.

Manufacturer narrative:
(B)(4).